Event description:
It was reported that 1 day after implantation of an intraocular lens (iol) into the left eye, the patient presented with blurred vision, 3+ cell, fibrin in the anterior chamber with track to wound. Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). The patient was treated with predforte, moxifloxacin, and bromfenac combo 1 drop 4 times a day for 1 week, predacetate 1 drop every hour for 2 days, and a medrol pack per instructions. The patient was referred to a retina specialist for further treatment. Additional information was requested, but not received.

Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.